Event description:
Post-op x-rays revealed radiolucent lines and stem sinking, more than 2 years after the primary. The bone above the lesser trochanter is missing. The surgeon is evaluating a possible revision surgery.

Manufacturer narrative:
Bach review performed on 12-may-2023lot 182770: (B)(4) manufactured and released on 03-aug-2018. Expiration date: 2023-07-24. No anomalies found related to the problem. To date, (B)(4) of the same lot have been sold with no similar reported case during the period of review. Clinical evaluation performed by meadacta medical affairs manager: according to report, during a follow up visit more than 2 years after the index tha surgery, it was revelead from the radiograhic images that the stem subsided and radiolucent lines were visible. Surgeon is evaluating a possible revision surgery. The radiographic history shows a progressive development of proximal radiolucent lines and a potted stem at 1 year. Subsequently, subsidence occurred and it is not known if a reliable stability has been achieved. The reason of this failure cannot be determined but there is no reasons to suspect a malfunctioning device.